Manufacturer narrative:
Additional information: patient date of birth updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available from the site. A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that he surgeon failed trace registration 6 times. The procedure was continued with a new patient tracker and was finished with that. The issue extended the surgical time by 10 minutes. There was no impact to the patient.